Manufacturer narrative:
One cadd legacy 1 pump was received in good physical condition with no cosmetic damage or the tamper seals removed. The event history log was reviewed and there were "1870 error code" messages. Functional check and visual inspection of the pump were conducted. The reported issue was able to be confirmed. The pump was found to be displaying "1871" error code message on power up when batteries were inserted during the investigation. It was discovered that the motor locks up that caused the issue. The motor and scratched lcd lens will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had an error code 1870 and the lens was damaged. This issue was discovered during testing and there was no patient involvement.